Event description:
The customer reported a white blood cell (wbc) bath leak originating from a coulter ac t diff analyzer. The leak was not contained in the instrument and the volume of the leak was multiple milliliters. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included gloves and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the wbc bath, check valves, and specific pinch valves to resolve the bath drain issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).